Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up the platform" was confirmed during functional testing and based on the archive data review. The root cause of the ua07 error was the defective load cell 1. The broken front enclosure and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned platform was performed. The front enclosure was observed to be scratched on the edges and was noted to have a cracked screw fitting. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling, as the front enclosure was last replaced in april 2020 for a similar issue. The front enclosure was replaced to address the observed physical damages. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Unable to perform functional testing due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. Investigation revealed that the load cell 1 was defective, and it was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4) . The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4) ) was used to resuscitate a patient in cardiac arrest. As reported, the patient experienced an acute onset preceded by difficulty breathing, but the main cause of the cardiac arrest is unknown. The cardiac arrest was witnessed by one of the patient's family members. The patient was in cardiac arrest for less than a minute before receiving manual CPR, which was performed by the family member for about 7-8 minutes. When the autopulse was powered on, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The ems crew re-adjusted the lifeband and re-positioned the patient multiple times, but the issue persisted. Meanwhile, manual CPR was performed while troubleshooting the issue. Eventually, the ems crew stopped using the autopulse platform and reverted to manual CPR, which was performed for 12 minutes. After the ems crew became aware that a do-not-resuscitate (dnr) order had been signed by the patient, manual CPR was discontinued, and the patient was pronounced dead on the scene (patient's home). As per the customer, patient's death was not related to the autopulse system.